Event description:
The pt underwent a biventricular ICD implantation in 2007. He did well until about 3 months later, when he received an inappropriate ICD shock. He had an echocardiogram and a CT scan which showed that the ventricular ICD lead penetrated the right ventricle. The pt was taken to the operating room, the ventricular ICD electrode was removed under tee guidance and a new electrode was placed in the high septum. The ventricular electrode was a riata st from st jude medical. Diagnosis or reason for use: heart failure. Event abated after use stopped or dose reduced: yes.